Event description:
(B)(6) contacted customer service on (B)(6) 2010 and stated that her husband received 2nd degree burns from using the thermotex heating pad on his knee. (B)(4) was contacted on (B)(6) 2010 and stated the following: he purchased the unit approximately 5 years ago and has been using it regularly since. In (B)(6) 2009, he fell asleep with the pad on his knee and awoke to a burning sensation and 3 burn spots on his knee. He feels he was sleeping at least 15 minutes or more. He contacted his doctor via telephone and described the burns, the doctor did not feel he needed to be seen and instructed him to keep it clean and to come in if it got worse. He feels it took approximately 4 months for the burn spots to be totally healed. (B)(6) also suffers from neuropathy and diabetes. He did not return the unit, he cut the cord off and discarded it.